Event description:
It was reported that the procedure was to treat a lesion in the right coronary artery. The 3.0 x 23 mm xience v stent delivery system (sds) was advanced for direct-stenting. The stent was implanted; however, during deflation of the sds balloon, it was noted that deflation was very slow, and took approximately 2 minutes. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.